Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent transplant. The patient was elevated on the transplant list due to inability to wean from their right ventricular assist device and from continuous veno-venous hemofiltration. The transplant was routine and the device operated as expected.